Manufacturer narrative:
Fixed valve leaflets; motion restricted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event was unable to be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. In addition, the patient's other underlying risk factors which included her younger age at implant likely contributed to this event. The surgical valve was implanted at age 19. Per the instructions for use, the safety and effectiveness of the carpentier-edwards perimount plus pericardial bioprosthesis model 6900p mitral has not been established for children, adolescents, or young adults. It also warns the user that accelerate deterioration due to calcific degeneration of the bioprosthesis may occur in this population. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a bioprosthetic valve implanted in the tricuspid position was disabled via a valve-in-valve procedure after an implant duration of 15 years, 3 months due to severe tricuspid stenosis with fixed leaflets and severely restricted motion. An edwards transcatheter valve was successfully implanted. Patient was discharged home in stable condition on pod #1. The patient was a (B)(6) year old female with a history of ebstein's anomaly with severe tricuspid stenosis, 3 previous median sternotomies, atrial tachycardia s/p ablation, and av block.